Event description:
It was reported that this pacemaker exhibited an increase in its right ventricular (rv) lead impedance measurements with the measurements currently within range. Technical services (ts) was consulted and discussed stored data as well as programming options. The patient will be further examined in their clinic. Ts noted there was a previous high out of range impedance measurement for the rv lead that triggered the pacemaker safety switch. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited an increase in its right ventricular (rv) lead impedance measurements with the measurements currently within range. Technical services (ts) was consulted and discussed stored data as well as programming options. The patient will be further examined in their clinic. Ts noted there was a previous high out of range impedance measurement for the rv lead that triggered the pacemaker safety switch. This device remains in service. No adverse patient effects were reported.